Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the inspiratory flow rate potentiometer would not reach its full range. The device's digital board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.